Manufacturer narrative:
Device is end of life / end of support.

Event description:
It was reported to philips that, after charging the battery in the device for 24 hours, the battery only lasted 30 minutes after power up. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.